Event description:
It was reported that the patient in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) dislodged into the right atrium immediately after fixation and after releasing from the delivery catheter. It was alleged that the rvlp helix did not engage heart tissue properly. The rvlp was retrieved, not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.

Event description:
New information received notes that as the right ventricular (rv) leadless pacemaker (lp) dislodged, it was noted that it exhibited increased pacing impedance, as well as decreased current of capture.